Manufacturer narrative:
Concomitant products: product ID 8578, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type accessory; product ID 8731, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
The patient¿s scar started itching and the healthcare provider put the patient on antibiotics. When the reporter got to the case she could see the pump through the skin, it was infected and eroding. The physician was thinking of switching the patient to a 20cc pump instead. The managing healthcare provider put the patient on a round of antibiotics. The pump was used to deliver morphine. Patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.